Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to possibly be due to visiting an individual with clostridium difficile. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. After six days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.